Event description:
It is reported that the implant was received sealed only in plastic, no second container, and no pouch.

Manufacturer narrative:
Eval summary: the packaging material was not returned for eval. Also, no product or manufacturing lot identification was available for eval. Due to limited information and lack of returned packaging material, it cannot be determined with certainty the cause of the report. Eval: results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.